Event description:
A report was received that the during the pt's permanent implant procedure, the surgery scrub technician had not sterilized the instrument tray that was used. The ipg made contact with the tray before being implanted, so the physician prescribed the pt antibiotics as a precaution. The pt has no signs of infection, and is doing well.

Manufacturer narrative:
This is the final report.